Event description:
It was reported that the patient presented to the doctors office due to -feeling pacing- over a period of three weeks. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patient was discharged home in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.